Event description:
It was reported, by the customer, the rigid nephroscope had a blurry image. The event was found during reprocessing. There were no reports of patient harm. An onsite inspection report was provided by the customer that indicated the lenses were broken and there was darkening on the right side of the image.

Manufacturer narrative:
The device was inspected/repaired by a 3rd party provider. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, it is likely that the following led to the malfunction: bad light transmission due to broken fibers. The cause for all findings is very likely excessive force by the customer. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): check image quality: a piece of writing held at approximately 10 mm from the objective lens must be clearly visible through the telescope. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. E1/full establishment name: (B)(6) hospital.